Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 107 mg/dl, 311 mg/dl and 323 mg/dl when all tests were performed within 10 mins on the advantage system 1. Reporter indicated that at a separate time, an additional comparison of 96 mg/dl was obtained on the same advantage system 1 compared back to back within 10 mins of a result of 178 mg/dl on advantage system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550854, expiration date 03/31/2010). Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 2.